Event description:
A medtronic representative reported that the camera began cycling during a spinal fusion surgery. The camera reportedly seemed to be working fine before the transfer of images from the o-arm to the system. The rep disconnected and reconnected the external camera cable to the bottom of the cart then he shut the system off to check internal cabling. Turned the system back on and advanced to navigate and the same behavior was observed. The surgeon then chose to discontinue the surgery with no impact to the patient reported.

Manufacturer narrative:
The patient demographic information is unknown at the time of this report. The system serial number in unknown at this time. The position sensor unit (psu) was received by the manufacturer for evaluation. When connected to known good system the psu was found to be fully functional. The psu passed the accuracy assessment kite (aak) test at .14mm. There were no failures recorded in the event log. No problem found.

Manufacturer narrative:
Patient information now provided. Patient weight was requested, but not available. Device has been used successfully since camera, camera cable and system control unit were replaced. All suspect parts tested fully functional upon receipt. Unable to determine root cause. System fully functional after part replacements.